Event description:
Customer reported on a bravo ph capsule that failed to attach. Customer stated that the handle did not spring up like it normally does and the spring seemed loose. The pt was not injured following the procedure.